Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent dislodged inside the patient and stent damage occurred. The stenosed target lesion was predilated with a balloon catheter. The 3.50x28mm promus element¿ plus stent delivery system was advanced to the lesion and during positioning the stent was caught on a calcified edge of the lesion and was pulled off of the delivery balloon. The dislodged stent appeared shortened by approximately 15mm. A series of small balloon catheters were advanced and inflated within the dislodged stent with gradually increasing steps of 0.5mm and the stent was eventually secured in the vessel wall. The final stent diameter was 4.00mm and a length of 15mm. The uncovered portion of the stenosis was then covered by a second stent. The position of the stents was then reviewed via optical coherence tomography and "everything was positioned correctly." There were no reported patient's complications and the patient is doing well.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned without the stent, as the stent was deployed at the targeted lesion. The tip was visually and microscopically examined and no damages were noted. The balloon body was reviewed and no issues were noted. Crimp stent markings were visible on the exposed balloon wall indicating the stent was crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent dislodged inside the patient and stent damage occurred. The stenosed target lesion was predilated with a balloon catheter. The 3.50x28mm promus element¿ plus stent delivery system was advanced to the lesion and during positioning the stent was caught on a calcified edge of the lesion and was pulled off of the delivery balloon. The dislodged stent appeared shortened by approximately 15mm. A series of small balloon catheters were advanced and inflated within the dislodged stent with gradually increasing steps of 0.5mm and the stent was eventually secured in the vessel wall. The final stent diameter was 4.00mm and a length of 15mm. The uncovered portion of the stenosis was then covered by a second stent. The position of the stents was then reviewed via optical coherence tomography and "everything was positioned correctly." There were no reported patient's complications and the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was further noted via review of the cine information that the lesion was in the in the proximal rca; a tight, up to 95% stenosis long, encompassing the distal half of the proximal rca.